Event description:
It was reported that an insertable cardiac monitor was noted to have prematurely depleted. The device was exchanged and was not used in a clinical setting.

Manufacturer narrative:
Reported event of premature discharge of battery were not confirmed. The device was above elective replacement indicator (eri) upon receipt. Device arrived able to interrogate. Analysis of device indicated that device was within normal range of operation. Further analysis performed showed normal device characteristics. A drop in voltage was also noted then recovered to normal range shortly after due to exposure to cold temperature close to freezing point while in the field. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.